Manufacturer narrative:
This report is submitted on december 15, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient underwent a revision surgery under general anesthesia (date not reported) to remove the abutment. The implanted device remains.